Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The transeptal went normal and the faradrive steerable sheath clear was positioned in left atrium. A pressure bag was used for irrigation. Prior to the introduction of a farawave catheter through the faradrive steerable sheath clear, aspiration was performed and air bubbles were visualized in the syringe. No leak nor air was observed in the patient. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis.